Event description:
Evaluation summary: the delivery system was returned for evaluation. Crimp impressions were evident along the balloon. The stent was not returned.

Event description:
It was intended to use a resolute integrity 3.00 x 15 mm rx drug eluting stent to treat a lesion between the distal lm and cx vessels. It is reported the vessels were non-tortuous but had moderate calcification and there were previously implanted stents present in the left main. The rsint30015ux device was removed from the packaging and negative prep was performed with no issues identified. The physician then attempted to direct stent the resolute integrity device. During positioning of this device in the distal lm vessel, resistance was encountered and the stent could not be delivered. Force was used in an effort to deliver the device. Additional resistance was encountered during attempted removal of this device. The catheter was removed and the stent was observed to have dislodged in the left main. The balloon was still crimped. Multiple balloons were used to inflate the dislodged stent until it was fully opposed to the vessel. No other patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (moderate calcification); inherent risk of procedure (stent embolism); failure to follow instructions (lesion pre-dilation not performed, force used to advance device); no results available since no evaluation performed (device or procedural images were not returned for review). Conclusions: device failure related to patient condition (moderate calcification); inherent risk of procedure (stent embolism); failure to follow instructions (lesion pre-dilation not performed, force used to advance device); unable to confirm complaint (device or procedural images were not returned for review). (B)(4).